Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81:72-77, that a hematoma was found following a sling procedure. The hematoma formation was reported to be outside the retropubic area. The hematoma was surgically evacuated.